Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 2213699: 10 items manufactured and released on (B)(6) 2022. Expiration date: 2027-jul-21. No anomalies found related to the problem. To date, 8 items of the same lot have been sold with no similar reported event during the period of review. Other devices involved: gmk-sphere 02.07.1204l tibial tray fixed cemented size 4 l (k090988) lot 2108281: 144 items manufactured and released on (B)(6) 2021. Expiration date: 2026-sep-12. No anomalies found related to the problem. To date, 141 items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0004l femoral component sphere cemented size 4 l (k121416) lot 2108311: 30 items manufactured and released on (B)(6) 2021. Expiration date: 2026-aug-26. No anomalies found related to the problem. To date, 29 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient had primary knee surgery on (B)(6) 2022. On (B)(6) 2022, the patient came in due to signs of an infection and the pathogen was unknown. The surgeon performed a washout and revised the poly and the surgery was completed successfully. Presently, on (B)(6) 2023, the patient came in reporting stiffness in the knee due to arthrofibrosis and the cause of the arthrofibrosis is unknown. The surgeon revised all components to hinge components and the surgery was completed successfully.